Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the ipg and that symptoms were not associated with the ipg but the patients condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they were experiencing breathing difficulties and breathlessness. They reported that they were "not sure it the system is working" and that "the problem has to do with the sense of moving". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.